Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred, the impedance on the rv (right ventricular) defibrillation coil was beyond the expected lower range, and an issue with wireless telemetry. The analyst noted the rv pacing impedance measured less than 20 ohms. The impedance has been as low as 5 ohms. There was an observation warning of wireless telemetry no longer available with this device. The power on reset (por) with a no reason code occurred (B)(4) 2012 and twice on (B)(4) 2014 about 2 minutes apart.

Event description:
It was reported that the patient presented to the hospital due to a device alert. During the follow up, it was noted that a lead integrity warning and wireless telemetry error were detected. It was determined that a power on reset (por) had occurred during a high voltage therapy delivery attempt and prior data had been cleared. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.